Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 1116, (B)(6) was infusing via primary tubing that was connected via a y-site into another primary tubing that was attached to a flush bag that was dry. Bendamustine was hung via secondary tubing attached to the same primary tubing that had flush bag. Flush bag was replaced with 100ml of saline. After 10 minutes into the 30 minute infusion, the ns flush bag and drip chamber were full. The bendamustine bag had a total volume of 526 ml so this was about and an estimated 50 ml backed up into the flush bag. The bendamustine was higher than the 100ml flush. The pump was at the level of the patients head. There was no report of patient harm.